Manufacturer narrative:
On 12/14/2016,technical support sent the reagent reimbursement form to em on file. The issue was resolved by calibrating a new pth test cup lot- g8152b0 the probable cause of the event is unknown as the event could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported that the pth tosoh control levels were high using biorad (br) 57480. A different lot, tosoh control (tc) lot g745253, were sent and run on (B)(6) 2016 finding the controls at the upper end of the range. They repeated the controls on (B)(6) 2016 which still resulted in the levels being in the upper range.